Event description:
Procedure: liver resection. According to the reporter: after firing the sulu, the surgeon could not open the jaws. The surgeon opened the jaws manually with the aid of another device without tissue damage or bleeding. The or time was extended by approximately 30 minutes due to this event.